Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead there was a observation for high sensing integrity counter (sic) /oversensing. It was also reported the right ventricular (rv) lead exhibited rising and high impedance, rising and high thresholds, and undersensing the rv lead sensitivity was reprogrammed. The rv lead remains in use, and patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indic ated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately six months later, it was reported that the rv lead was suspected for apparent fracture. The patient is only paced 1.4% in the rv. The rv lead exhibited high thresholds, and high sensing integrity counter (sic)/oversensing. The physician elected to take no action. Implant of an additional rv lead will be taken into consideration upon device replacement. The rv lead remains in use, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.